Event description:
Information was received from a patient, who was receiving unknown morphine drug via an implantable infusion pump for spinal pain in dications for use, regarding an external device. It was reported that the patient's personal therapy manager (ptm) device showed a system error for a couple of weeks and had been showing more frequently. The agent reviewed closing out of the application after bolus delivery. The patient also stated they were having the issue of when requesting a bolus, it was taking a long time, and they confirmed the handset lags at 90%. The agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.